Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable clamp tubing alarm and a no disposable pump won't run alarm were noted. Air bubbles were also noted. No patient consequences were reported. No adverse effects were reported.